Event description:
It was reported to boston scientific corporation that a segura hemisphere¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a stone was stuck inside the basket. They disassembled the basket and tried to laser the stone, however; it hit the basket and broke the basket wires. When the basket wires broke, the stone was released and the basket was completely removed from the patient. The procedure was completed with another of the same device. No visible damage to the device and it's packaging was noted prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
User medwatch number: (B)(4). The complaint device was not returned. Based on the information available, stone entrapment is listed as a possible complication associated with the use of stone retrieval basket devices and it is noted within the directions for use (dfu). Therefore, the most probable root cause of this complaint is anticipated procedural complication. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is information to determine that the device was not used in accordance with the dfu.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a stone was stuck inside the basket. They disassembled the basket and tried to laser the stone, however; it hit the basket and broke the basket wires. When the basket wires broke, the stone was released and the basket was completely removed from the patient. The procedure was completed with another of the same device. No visible damage to the device and it's packaging was noted prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received from a user medwatch report as of august 4, 2015 stone retrieval basket became lodged around the large urethral stone during a cystoscopy laser lithotripsy. Stone basket was disassembled and reassembled while inside the ureter/bladder and the distal most piece of the retrieval device broke off and remains retained in the patient's ureter or bladder. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.